Event description:
It was reported by the customer that a pyxis medstation es system had a drawer not detected on the bus. The customer reported that the user was unable to remove the medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reseat row cables. A field service enginee troubleshot device found to test drawers with user and reseated row cables and unable to duplicate issues. The system functioned as intended.